Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not detect some endoscopes. This event did not occurred during the procedure. The service department of olympus (B)(4) (oekg) checked the subject device and found that the subject device could not detect videoscope evis 160/180 series and the video connector socket could not lock the endoscope correctly. Also the software was need to be updated because it was previous version. There was no report of patient injury associated with this event. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the failure of the operational amplifier on the printed circuit board of the subject device. If additional information becomes available, this report will be supplemented.